Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 275 cfus comprised of the following 2 isolates: variable rods - bacillus marisflavi, positive rods - bacillus marisflavi. The duodenoscope was received by pentax medical for evaluation on 14-mar-2019. The duodenoscope was inspected by pentax medical service on 14-mar-2019 and confirmed the distal cap/case was cracked. Other inspection findings included the following: distal cap - fixed type passed epoxy seal integrity inspection. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. Distal case/cap. Distal case attaching screw. Biopsy inlet t-piece pb-free. Air/water supply tube lg. Suction channel lg. Deflector body. Deflector body link.